Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A service history record review was performed and revealed no issues that could have caused or contributed to the reported condition. The reported issue could not be confirmed and the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a hernia coincident with peritoneal dialysis therapy. Cause of the event was not reported. The patient underwent an outpatient hernia repair surgery. The hernia event remains ongoing at the time of this report. Therapy was ongoing. No additional information is available.